Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net remote transmission that the right atrial lead exhibited noise. There were no other electrical anomalies and no intervention was performed. The patient would continue to be monitored and no symptoms were reported.